Event description:
It was reported via repair work order that the cot was positioned at half height, when the patient sat on the cot and it dropped to the lowest level. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
3rd party evaluation.